Manufacturer narrative:
The pump was returned, and analysis found no anomaly. All previously reported method and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-09 regarding an implantable infusion pump containing sterile water. It was reported that during a scheduled pump replacement case, only 20cc of sterile water could be drawn out of the brand new 40cc pump. Different syringes were tried and an additional refill kit was opened to try different needles. Sterile water was injected back into the pump and another attempt was made to empty the pump, but the hcp could not do so. The hcp chose not to implant the pump. There were no environmental, external, or patient factors that may have led or contributed to the issue and no further diagnostics, troubleshooting, or interventions were noted. As the issue occurred prior to implant there was no patient involvement. The issue was considered resolved at the time of report and no further complications were reported or anticipated.